Event description:
Pt was to have a 3.5 - 4 cm fibroid removed. The uterus was sounded and noted to be 7 cm. The hysteroscope was inserted, the loop electrode initially on cautery setting of 40/40 and then increased to 60, the loop was used to excise the fibroid in pieces. A 2.3 of the fibroid was removed, the loop was changed because the initial loop was noted to be somewhat bent, possibly since the fibroid was calcified. The second loop was then used for the hysteroscopic resection for completion. When the instrument was removed, the loop part of the instrument was noted to be missing, and could not be located with the hysteroscope. The physician then performed an open laparotomy and could not locate the missing portion. Another hysteroscopy was performed, with the piece located.====================== manufacturer response for loop electrode, storz cutting loop======================they have contacted rm & the or clinical manager for information and would like to obtain the piece of equipment.